Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's family member, that ten days following the implant of this transcatheter bioprosthetic valve, it was reported that the valve was explanted because it failed. The explant date and cause of the failure are unknown. No additional adverse patient effects were reported.